Event description:
It was reported that the patient experienced inadequate pain relief due to paddle lead migration. The physician was unable to reposition the paddle lead due to scar tissue and decided to remove the spinal cord stimulator (scs) system. The patient was reported to be doing well postoperatively, and the explanted device components were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 806923. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4).